Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer mentioned about catheter blockage and bladder cancer when asked of complications while using bard 2-way hydrogel coated prostatic catheter. It was unknown what medical intervention was provided.

Event description:
It was reported that the customer mentioned catheter blockage and bladder cancer when asked about complications while using bard 2-way hydrogel coated prostatic catheter. It was unknown what medical intervention was provided. Per additional information received via ibc on 21apr2022, the survey respondent mentioned that the user experienced bladder perforation while using the hydrogel coated prostatic post operative catheter. It was unknown what medical intervention was provided. There was no report of catheter blockage and bladder cancer.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The device was not returned.